Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on 04/13/2016 on behalf of the patient to report that the receiver displayed a firmware error on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Charged and boot up receiver and it passed. A functional test was performed and no failure were detected related to the complaint. The receiver log was reviewed and firmware errors "fail-err67, err214, err126, and screenerroralarm" were observed. The reported event of a firmware error was confirmed. A root cause could not be determined.